Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure type: cosmetic. According to the reporter: the suture extruded without purulent discharge or abscess. Suture was removed and bacitracin applied. Pt presented with wound dehiscence and wound was dressed. Pt experienced pain at wound site.